Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was charging too frequently. The patient thought there was something wrong with the "unit itself." Because she was going only 4 days between charges. The patient stated there were no recent programming changes. The patient was redirected to their healthcare provider (hcp) to address the change in recharge interval. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.